Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate fingersticks. Results were 106 and 145mg/dl. Pt did not have any symptoms. Reporter did not have any control solution for testing. On followup, the reporter had never cleaned the meter. Reporter checks the confirmation dot on the test strip. No harm was alleged.